Event description:
Per the clinic, the patient experienced pain around the implant site. The patient underwent a surgical procedure on (B)(6) 2013, during which the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.